Event description:
The complainant reported that a male pt was transferred to the ICU from the emergency department presenting an acute gi bleed in 2006. The physician attempted to obtain hemostasis of the bleed with electrocautery using a gold probe device by way of esophagogastroduodenoscopy. A nurse present during the case had reported that the physician was tapping the foot pedal and was unable to obtain effective coagulation for hemostasis to occur. The electrosurgical generator was replaced and another attempt was made to cauterize with the same gold probe. The gold probe appeared to be working during the second attempt, but the bleeding was beyond control and the pt began to aspirate blood. A blakemore tube was inserted to aid in respiration, however, the pt expired.

Manufacturer narrative:
This device has not been received by this MFR, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.